Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014 flexima was implanted in the patient with no issues. On (B)(6), a perforation was found in the duodenum through CT. On (B)(6) ercp was performed. Endoscopic image showed that the stent was slightly migrated from the bile duct and the distal part perforated the duodenum. Plastic stent was removed from the patient and the drainage was performed using a metallic stent. At this time, it was also noted that there was an abscess in the abdominal cavity around the perforated area of the duodenal wall. The physician decided not to perform surgery of the perforation due to the patient¿s condition and the patient remained under observation. On (B)(6) 2014, percutaneous drainage was performed for the abscess in the abdominal cavity because the patient's condition had not improved. During the procedure, the physician injected dye into the abdominal cavity and it came out of the duodenum , showing that the perforated area had not closed. The physician hasn't performed surgery to the perforated area since the patient was too weak and the patient is still being monitored.

Manufacturer narrative:
(B)(4) for the reported event of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.